Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received 2 results of 199 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.